Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer who discovered the failure to be intermediate. The inspiratory section was cleaned, ventilator passed all factory-specified performance and safety index tests and handed over to customer ready for clinical use. No logs provided, no parts replaced so therefore no root cause can be established for this reported issue.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).